Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed as the device was not returned for review because it was discarded. Device history review was satisfactory. The complaint history review confirmed that there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
The representative reported that during an ets procedure the locum surgeon was inserting a 14mm im plug and it allegedly broke. Given that this was an exeter trauma stem, he was using a heavy tip. It was not known on intake if any of the pieces remain inside the patient. The case was completed successfully. It was unknown if there were any delays to surgery as a result of the reported event. It was also noted that there was a delay to surgery of approximately 20 minutes to recover the broken pieces and get an alternative implant. Surgeon commented that he was happy that he had retrieved what he intended to. Pulse lavage and suction was used.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The representative reported that during an ets procedure the locum surgeon was inserting a 14mm im plug and it allegedly broke. Given that this was an exeter trauma stem, he was using a heavy tip. It was not known on intake if any of the pieces remain inside the patient. The case was completed successfully. It was unknown if there were any delays to surgery as a result of the reported event.